Event description:
The customer reported the device intermittently resets and cycles/loops back to the startup/logo screen. The device had not been placed into clinical service. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device intermittently resets and cycles/loops back to the startup/logo screen. The device had not been placed into clinical service. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.